Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called regarding a letter she received that stated her hip implant is part of a recall. Patient had left hip replacement in 2008, a few days after surgery she started experiencing pain and difficulty walking. She has visited several doctors but doesn't get an answer as to why she's experiencing pain.